Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 600 mg/dl at the time of incident. Customer's current blood glucose was 400 mg/dl. Customer was treated with manual injection. Customer did not provide any details related to the symptoms of high blood glucose. Customer was not assisted with troubleshooting. The insulin pump will not be returned for analysis.